Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7061120. Medical device expiration date: 2022-02-28. Device manufacture date: 2017-03-02. Medical device lot #: 7066032. Medical device expiration date: 2021-02-28. Device manufacture date: 2017-03-07. Medical device lot #: 7093120. Medical device expiration date: 2022-03-31. Device manufacture date: 2017-04-03.

Event description:
It was reported that 101 ultrasafe plus x100l png clear experienced product damage. The following information was provided by the initial reporter: customer reported that their new machine was stopped due to overlapped springs when they assembled ultrasafe in their device. 40 times out of 56524pcs of lot 7061120/7066032. 61 times out of 56524 of lot 7061120/7066032.